Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an inappropriate ventricular episode due to noise over sensing on the right ventricular lead sense and shock channels. Technical services believed it was external electromagnetic interference (emi), and it did not lead to inappropriate therapy. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an inappropriate ventricular episode due to noise over sensing on the right ventricular lead sense and shock channels. Technical services believed it was external electromagnetic interference (emi), and it did not lead to inappropriate therapy. No adverse patient effects were reported. This ICD remains in service.